Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information was requested, and the following was obtained: demographic data -regarding mrs. (B)(6). Born (B)(6) 1985, 40-year-old multiparae, no allergies bmi 18.7 smooth home birth supervised by student under supervision of manon van mil. Tvbv 250 ml and 2nd degree rupture. On which tissue was the suture used? -vaginal wall. What was the condition of the tissue? -normal condition, normal 2nd degree rupture. How was the suture placed? -ongoing. Where was the needle placed and which instruments? -needle holder and surgical forceps, needle was grabbed at the start of the needle on (B)(6) 2025. Did the healthcare provider observe a suture deficiency or abnormality before use? -nothing observed looked normal. Other relevant patient history/concomitant medication? -no. What is the opinion of the healthcare provider about the etiology of this event? -I think no good connection needle and thread, not strong enough. What is the current situation of the patient? -a very intense event for the lady, at the time of the incident she was being lived, in the weeks that followed the incident began to sink in more, she was emotional about it. And eventually underwent surgery after x-ray examination to remove the needle and to stitch the rupture by a gynaecologist.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. H6 investigation findings: c22 - photo review. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address). 4. Will the original needle be returned for evaluation? Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed foil labeled as v339. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the patient that she underwent childbirth on (B)(6) 2024 and suture was used for perineal repair. During the repair, the needle disappeared. It got loose from the thread and disappeared into my tissue. The midwife had never experienced that before. They had felt and searched several times, but unfortunately without result. This meant that I had to go to the hospital within half an hour and daughter still had to do the tests at home. This separation made quite an impression on me. At the hospital, other obstetricians and doctors searched for the needle in my open rupture. It was also pressed against the anus, but they couldn't find it either. Then an x-ray was taken. There they saw that the needle was on the left side. They looked there again, but unfortunately. You still don't know how deep it is. This meant that I had to wait for the operation room the next morning, to operate with an x-ray machine there so that the needle could be located properly. At 11:30 a.m. I was allowed to go to the operation room. I was given full anesthesia. After half an hour of x-ray searching, the needle was found and removed. Then I could finally get stitches. When I was driven back to the ward in the afternoon I heard the nurses say that in anesthesia they had given unnecessarily wrong painkillers, so I was not allowed to breastfeed for 24 hours. This meant 3 different feedings in 3 days. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: research date: (B)(6) 2024: clinical data: the patient just gave birth at home and had a perineal tear. Attempted to suture. During stitching, the needle came loose form the thread and disappeared. Not found at home. Patient walked in after registering for exploration at needle left behind. With permission looked again. Not successful an x-ray of pelvis was done and was compared to a previous x-ray on (B)(6) 2007. Radio-opaque foreign body visible, probably at the site of the external genitalia/perineum: needle in situ - normal image of the osseous structures. Here needle can be seen on x-ray. Ok in the morning to remove needle. No allergies. Lm yesterday evening. Cross blood known. Conclusion: after ok smooth discharge. Performed treatment/procedure: removal of needle under x-ray guidance and stitches. 2nd degree perineal tear, uncomplicated. Postoperative policy/aftercare: standard postpartum policy.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed foil labeled as v339. In a second received image, an apparent detachment of the needle is shown. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the healthcare professional observe any suture deficiency or anomaly before use? Other relevant patient history/concomitant medications? What is the healthcare professional¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h4, h6 investigation summary : the product was returned to ethicon for evaluation. One used needle was received for analysis. Product code v339h. During the visual inspection of the needle, marks were noted on the needle hole and swage area, probably caused by a surgical instrument. This condition likely caused the needle to detach from the suture. Additionally, remnants of the suture were observed in the needle hole. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.